Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that in the ICU rn, the physician used a PICC to infuse drugs on the pt undergoing a kidney transplant. The procedure started and the vein was channeled without issue. He introduced the guide wire but met with resistance after 10cm. The nurse then tried to remove the wire but was unable to remove it. She tried again, this time using more force, but was still unsuccessful. The blood vessel was then massaged for 40 mins at the end of which the guide wire was able to be removed and found "unrolled". No add'l attempts were made with that type of catheter, instead a cvc was successfully used to complete the procedure. A delay was reported, however, there was no add'l harm to the pt due to this delay or as a result of this occurrence.